Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The device's knife blade advanced and retracted properly. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be within specification. The device was detected when plugged into generator and the device produced re-grasp alarms. Jaw force was taken and was found to be in specification. The device was disassembled and no obvious damage was seen. Resistance was measured on the jaw wires and was found to be a little high. It was reported that the device had partial sealing. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of alarm activation. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic colon resection, the device had insufficient/partial sealing. There was no re-grasp alert but energy output and sealing completion sound could be confirmed. The surgeon place tissue in the jaw and squeeze the handle to close the jaw and perform sealing. When the sound finishes, the seal was completed. Return the handle and open the jaw. When the tissue was observed, it appeared that the seal had not been completed, so surgeon felt the same event as carefully observed the next sealed on large omentum. The device¿s jaw was cleaned every time it gets dirty. Another device was used appropriately with the same generator. There had no bleeding and no injury.

Manufacturer narrative:
Additional information: d9, g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The device's knife blade advanced and retracted properly. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be within specification. The device was detected when plugged into generator and the device produced re-grasp alarms. Jaw force was taken and was found to be in specification. Device was disassembled and no obvious damage was seen. Resistance was measured on the jaw wires and was found to be a little high. Higher resistance in the electrical path for energy delivery to the seal plates could impact algorithm performance, resulting in re-grasp alarms from the generator due to this elevated resistance. It was reported that there was a partial seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: alarm activation. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.